Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspect, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient presented high lead impedance readings during a recent office visit. The patient denies any recent trauma to the device. The device was programmed off and the patient was sent for x-ray. Information was received via clinic notes that the patient also experienced an increase in seizures several months ago ((B) (6)2009). X-ray were taken and sent to the manufacturer for review and no acute angels or obvious discontinuities were observed. There was a portion of the lead behind the generator that could not be assessed. The lead pin was fully inserted into the connector block. There was no strain relief present. Both the positive and negative electrodes did not appear to be properly aligned with the vagus nerve suggesting possible electrode/nerve detachment. The patient has been referred for revision surgery later this month.